Event description:
It was reported that during a procedure, the tip of the unit broke inside the pt's abdomen. It was further reported that the broken tip was retrieved without problems.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.